Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was 322 mg/dl. The customer stated that the charger does not light up when she changed the battery. The customer stated that she had a low reading this morning and a family member had to call an ambulance. The customer stated that she was not wearing her sensor because the pump would not charge. The customer stated that her blood glucose began to drop. The customer stated that the ems treated her by giving her milk. The customer declined to troubleshoot for low blood glucose readings.